Event description:
On (B)(6) 2016, a 23mm epic valve was implanted in the aortic position. On 26(B)(6) 2017, the patient presented to the ER. An ultrasound revealed increased thickening of one of the leaflets resulting in an obstruction and increased transvalvular gradients. A thickened posterior, non-coronary aortic veil was observed without aortic insufficiency. A prematurely degenerating valve due to patient-prosthesis mismatch was suspected. The patient remained hospitalized and on (B)(6) 2017, the valve was explanted due to their deteriorating condition. A 23 mm epic supra valve was implanted. The patient was reported to be stable.

Manufacturer narrative:
An event of "an obstruction and increased transvalvular gradients" was reported. Gross morphological and histopathological examination revealed outflow thrombus on all 3 cusps, greatly affecting cusp mobility. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.